Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications.the power management tool confirmed power error detected alarm, and failed battery alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with pump error alarm noted on formatted history file due to software issue. Unit received with cracked retainer and fading serial number label.(B)(4).unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer's blood glucose value was 119 mg/dl. Customer reported that they received two pump errors, after a low battery, and it went to a restart, and got 2 battery failed, low battery. Now when customer went to take her blood glucose it does not link over. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarms. Customer stated they are able to rewind the insulin pump. Customer stated displacement test passed. Customer stated alarm occurred during bolus delivery. Customer stated self test passed. The device will be return for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.